Event description:
(B)(4). Was implanted (B)(6) 2011, started having problems 3 months later, had to have a hysterectomy (B)(6) 2015 due to all of the side effects I was having listed below : chronic dry eyes, hair loss, joint pain, heavy bleeding, daily cramping, extended menstrual cycles, migration of coils starting to occur(was moving out of left tube into uterus), chronic inflammation, arthritis, weights gain, etc.